Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Healthcare professional reported "packaging issues" and "trying to get out the inner shell out of the outer shell". Device was implanted. This record is for a unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates that no confirmed, complaint trends have been observed, for the event a020501 difficult to open or remove packaging material (tyvek or thermoform sticking). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported, "packaging issues". And "trying to get out the inner shell out of the outer shell". Device was implanted. This record is for a unknown side.